Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced altered mental status. There was possible atrial undersensing noted on stored electrograms, and some chronically low amplitude r-wave measurements observed on lead trends. Follow-up with the clinic could not provide any further details. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.